Manufacturer narrative:
Internal file number - (B)(4). The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. The lot history record (lhr) could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of worsening mitral regurgitation (mr) and worsening heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. Date of implant - estimated. The clips remain in the patients. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Article: outcome after percutaneous edge-to-edge mitral repair for functional and degenerative mitral regurgitation: a systematic review and meta-analysis.

Event description:
This is filed for recurrent mitral regurgitation and heart failure, requiring intervention and hospitalization. It was reported through a research article identifying the mitraclip device that may be related to recurrent mitral regurgitation, heart failure, re-hospitalization and re-intervention. Specific patient information is documented as unknown. Details are listed in the attached article, titled outcome after percutaneous edge-to-edge mitral repair for functional and degenerative mitral regurgitation: a systematic review and meta-analysis.